Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation and the customer¿s response. The customer provided the following details regarding device handling: they did perform cleaning, disinfecting, or sterilizing processes on the device per IFU before sending it in for repair. During pre-cleaning: the a/w nozzle was flushed with water and air during precleaning. During manual cleaning/reprocessing: there were no abnormalities in the accessories used for reprocessing. Drugs including simethicone were used in cleaning the operating channel. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established and the foreign material could not be identified. No probable cause could be identified. The event can be detected/prevented by following the instructions for use: operation manual chapter 3 preparation and inspection and reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material in the air/water cylinder and air/water tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.